Manufacturer narrative:
The device was not available. Therefore; product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Hyphema, elevated iop and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events (hyphema, elevated iop and decreased/impaired vision) are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. It is to be noted that the safety and effectiveness of the istent trabecular micro-bypass stent has not been established for implantation of more than a single stent in one eye. Please reference report 2032546-2022-00120 for the reported events for device one of two. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye (od) cataract surgery plus the implantation of two trabecular microbypass stents, the patient presented postoperatively with hyphema associated with elevated intraocular pressure (iop) and decreased vision. Per report, the hyphema was drained and treated with medication. Additionally, an anterior chamber (ac) washout was performed on (B)(6) 2022. However; active bleeding was observed around one of the two stents, and the surgeon subsequently decided to explant the stent. The report noted that the hyphema resolved one day following stent removal and the patient remained on medication. Reportedly, the patient was not on anticoagulants before or after the procedure. This report references the case of hyphema, elevated iop and decreased vision for device two of two. Additional information has been requested.

Manufacturer narrative:
Corrected data: a1, a2. B7: race noted as latin american. MFR# reference: (B)(4). Please reference report 2032546-2022-00120 for the reported events associated with device one (1) of two (2).

Event description:
Through follow-up, the following additional information was received. Per report, the hyphema was characterized as grade ii (1/3 - 1/2 anterior chamber volume) which required an anterior chamber washout with one (1) stent removed postoperatively. The report noted that transoperative ocular hypotension and a displaced stent contributed to the postoperative hyphema associated with blurry vision. The patient''s most recent status was reported as "on going and the patient was being monitored with additional glaucoma medications (x4)". The surgeon was evaluating other treatment options. This report references the reported events associated with device two (2) of two (2).